Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by an article, "retrieval of embolized transcatheter aortic valves in left ventricle through apical ventriculotomy", following the implant of a sapien valve (size and model are unknown) via the transapical approach, the valve embolized into the ventricle. A second transcatheter aortic valve was successfully deployed. The initial valve was retrieved through a left mini-thoracotomy and ventriculotomy. After deployment of the sapien valve, it began to migrate into the left ventricle (lv). Re-dilation was attempted; however, the valve embolized completely into the lv. While maintaining wire access across the aortic valve, a second sapien valve was successfully deployed. The first sapien valve was mobile in the lv; using a gooseneck snare, the valve was captured and pulled to the apex. A longitudinal ventriculotomy was created parallel to the left anterior descending (lad) artery and the valve was removed. The ventriculotomy was closed in two layers with felt strips. The patient was weaned off pump and experienced full recovery.

Manufacturer narrative:
The PMA for the edwards sapien transcatheter heart valve is p110021; however, at the time of this event, device was not sold or marketed in the u.s. By edwards lifesciences. Edwards lifesciences has investigated the reported event. In this case, at the time of the event, the device was not sold or marketed in the u.s. By edwards, and was not similar to any edwards device marketed or sold in the u.s. It has been determined that this event does not meet the criteria of a complaint or a reportable event.